Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that the patient had died on (B)(6) 2013, due to diabetic coma/hyperglycemia, according to the death certificate. The reporter stated the patient had a ¿stomach bug¿ on (B)(6) 2013. The patient was reportedly found dead at home on (B)(6) 2013. The reporter commented that the patient did not manage her diabetes well and attempted different diets (i.e. (B)(4) diet) along with ¿prayer¿ to try to ¿beat¿ the disease. Animas contacted the (B)(6) coroner, who stated that the insulin pump showed an empty cartridge alarm and a dead battery in the pump. The coroner further stated that on post-mortem examination, the patient¿s blood glucose to measured ¿critically high¿ by glucometer 12-16 hours after the patient¿s death. Animas also contacted the endocrine and diabetes associates, the prescribing physician¿s practice, who reported that they performed a review of the pump history and it revealed the following: (B)(6) 2013 ¿ at 7:00 am, the 12:00 am bolus setting was increased from 1.6 units to 2.0 units. (B)(6) 2013 ¿ there were not any blood glucose measurements on the log; however there were 2 boluses recorded. (B)(6) 2013 ¿ the patient¿s blood glucose measurement at 11:00 am was recorded as 572 mg/dl. (B)(6) 2013 ¿ the last delivered bolus was 10 units for 50 grams of carbohydrates at 12:00 am; there was no blood glucose measurement recorded. (B)(6) 2013 ¿ low cartridge alarm at 12:10 am, empty cartridge alarm at 10:19 am. No further information is available at this time. If further information becomes available, this complaint will be updated. This complaint is being reported because use of the insulin pump could not be ruled out as a contributing factor to the patient¿s hyperglycemia.